Event description:
Product was primed prior to case. Assistant pressed pedal to verify that saline was flowing and that ultrasound was heard. When procedure began, ultrasound did not work. We primed machine/handpiece with no change. Had to open another kit.